Event description:
It was reported that prior to implant of the cardiac resynchronization therapy defibrillator (crt-d), the device displayed a green bar. After the device was implanted, a grey bar was noted indicating battery voltage below indication for implant. The device remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4469 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.